Manufacturer narrative:
Reference MFR. Report # 2937094-2013-00326. Fiber analysis: the fiber was found to be broken at the distal side of the control knob. Both the fibers glass and metal caps were found to be attached an intact, however signs of char and devitrification were observed. Scrap marks on the outer glow tube were also observed. The fiber condition could result in forward-firing of the side-firing surgical fiber. The probable root cause of the device failure was determined to be related to excessive bending.

Event description:
Two side-firing surgical fibers were returned; the case was reported to have been completed using a third fiber. There was no report of injury. No additional information failure mode or event details were provided. This report is for the first fiber.